Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted on (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead insulation failure was suspected. The rv lead exhibited high and rising thresholds and a lead warning was triggered for low impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.